Event description:
It was reported that an event occurred during validation testing at a hospital. The pt monitor inflated the noninvasive blood pressure cuff to an excessive pressure to the point where the pt experienced pain. The measurement was immediately discontinued. No bruising, skin damage, or loss of feeling was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.